Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿¿orthopedic department of orthopaedic surgery, rabin medical center, affiliated with the sackler faculty of medicine and tel aviv university, israel¿. The article can be found at https://doi.org/10.1007/s00402-020-03726-7.  The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿orthopedic department of orthopaedic surgery, rabin medical center, affiliated with the sackler faculty of medicine and tel aviv university, israel¿. The title of this report is ¿expandable proximal femoral nail versus gamma proximal femoral nail for the treatment of hip reverse oblique fractures¿, published on january 08, 2021, and can be found at https://doi.org/10.1007/s00402-020-03726-7. The report is associated with the stryker ¿gamma 3 nailing system¿ and includes an analysis of the clinical data that was collected on 67 patients. The cases in this study range from july 2008 to february 2016. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 2 patients experienced periprosthetic fracture.